Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery there was no noticeable damage on blade or package. Blade was wobbly when it was in operation. (Swaying left/right). Issue was noticed at the beginning of use. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H6: previously added imdrf annex d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found the device and an open pouch were returned in a (double) resealable bag. The pouch was open from 3 of 4 sides when returned. There were traces of contamination observed on the outer tube and the outer hub. It was also observed that the inner shaft was bent near the distal end of the inner hub (between outer and inner hubs). The inner assembly spun by hand with no binding sound observed. The device was loaded into a handpiece and ran up to 1,500 rpm. During the blade oscillation, excessive wobbling was observed. The device failed functional testing due to defective condition upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. H6: previously added imdrf annex codes b17, c20 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.